Event description:
A 52-year-old male supported with an impella cp for cardiogenic shock experienced a pump positioning issue when the device became dislodged following patient movement. At the time of the event, the patient had already been successfully weaned over several hours to p-2 support. Imaging was utilized to assess pump position, and repositioning attempts were performed; however, the pump could not be restored to an appropriate position and suction alarms persisted at all performance levels. Clinical recommendations were provided to the treating physician, and the case was discussed with the hospital team. Following review by a senior physician, a decision was made to explant the device. The pump was removed by the cardiologist, and the access vessel was closed using a 14 fr manta closure system. The physician reported that the patient was stable, in good hemodynamic condition, and the groin access site was unremarkable following explant. The patient survived and was reported to be doing well following device removal. The positioning issue was associated with patient movement resulting in device dislodgement; repositioning was unsuccessful, and the pump was electively explanted after successful weaning.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.